Manufacturer narrative:
Section d10: concomitant products equinoxe reverse shoulder glenoid plate +10mm extended cage (cat# 320-15-06 / serial# (B)(6)). Equinoxe humeral stem ¿ sz 11 (cat# 300-01-11 / serial# (B)(6)). Humeral adapter tray (cat# 320-10-00 / serial# (B)(6)). Equinoxe reverse torque defining screw kit (cat# 300-20-00 / serial# (B)(6)). Equinoxe reverse shoulder glenosphere 42mm (cat# 320-01-42 / serial# (B)(6)). Glenosphere locking screw (cat# 320-15-05 / serial# (B)(6)). Exquinoxe reverse shoulder compression screw 22mm (cat# 320-20-22 / serial# (B)(6)). Equinoxe reverse shoulder compression screw 34mm (cat# 320-20-34 / serial# (B)(6)). Equinoxe reverse shoulder compression screw 38mm (cat# 320-20-38 / serial# (B)(6)). Equinoxe reverse shoulder compression screw 42mm (cat# 320-20-42 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 1.5 years post initial right tsa, the 49 y/o male patient complained about some mild pain and swelling in shoulder. Surgeon suspected infection, which was confirmed during the removal with an antibacterial spacer used to combat infection and left in. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due to they were sent to rph for study.

Manufacturer narrative:
Additional informtion: h3- according to the information provided, the patient was revised approximately 1.5 years following their initial right tsa due to pain and swelling found to be related to an infection. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined. H6 - component code, investigation coding.